Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#(B)(4). Summary of investigational findings: a celect filter was deployed but the filter was not fully expanded and was pulled out. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in the ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: according to medical records received: a celect filter was then deployed but the filter was not fully opened and pulled out. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.